Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the sheath was placed in a male pt's right internal jugular. At which time, a (B)(4) catheter was placed through the sheath. The hemostasis valve was noticed to be leaking. Currently, per the dr's advisement, the sheath remains in the pt. There was no delay in treatment and no pt death.